Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event ("image was lost"), was failure of the light guide connector.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty light guide connector. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the image was lost. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed with no delay reported. There was no patient injury, associated with the problem, reported to olympus.